Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the event. The pt was reportedly treated for what was described as a recurrent seroma collection. While the mesh was not identified as the source of the fluid collection, seroma is listed as a possible adverse reaction in the product's instructions for use. The medical records also note that the "mesh seemed to have bunched up and retracted." However, with no product returned for evaluation and no images of the graft provided we are unable to verify this claim. With the information currently available, no conclusion can be drawn at this time. This MDR includes all pt, event and device information davol has received to date.

Event description:
On (B)(6) 2010 - ventral hernia repair with on-lay bard xenmatric graft, explanted of unidentified mesh from previous repair, primary repair x2. On (B)(6) 2010 - seroma drained. On (B)(6) 2010 - partial explant of xenmatrix graft. On (B)(6) 2011 - open explant of mesh, primary repair of ventral abdominal hernia.